Event description:
Customer calling because she is getting e5 and e13 errors on the compact plus system (errors within specifications). Customer states she tested her blood glucose earlier today and the results were 217 mg/dl or 400 mg/dl and she took novolog. Customer has poor vision, and is unsure of how much insulin she took or which blood glucose result was right. During troubleshooting, the customer attempted to test her blood, but started to feel low and was unable to test. Acc called paramedics for the customer and her result on the meter was 82mg/dl (multiple calls were made to the customer; she does not know the timeframe between the results from her meter and the results from the paramedic's meter). Paramedics did not treat the customer; customer's daughter gave her crackers and sugar free lemonade. The incident occurred at the customer's home, and today was the first time the customer noticed the malfunction. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: meter, test drum lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the compact test drum.